Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump error alarm and pump error alarm confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed pump error. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. Customer stated that the insulin pump went out of auto mode and was required to change infusion set. Customer stated that they performed self test and test did not pass. Customer was able to clear the alarm and able to complete rewind insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.